Event description:
A customer reported while using a glidescope core smart cable during a patient intubation, the screen went black. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope core smart cable was returned to verathon for evaluation along with the glidescope core 10-inch monitor and glidescope spectrum single-use laryngoscope used with the cable during the reported event. A verathon technical service representative (tsr) evaluated the returned smart cable and visual inspection found damage to its hdmi connector pins. Next, the verathon tsr evaluated and repaired the returned monitor for un-related errors and damage. Lastly, the returned single-use laryngoscope was evaluated and confirmed to be working properly when connected to a test cable. Verathon determined that the reported image issue was isolated to the cable failure. Upon completion of verathon's device evaluation, the repaired monitor was returned to the customer along with the faulty cable per the customer's request. However, a replacement cable was also provided to the customer as no repairs are available for the device. The single-use laryngoscope was scrapped due to being a single-use device and there being no repairs available. Corrective action is not required at this time. Verathon will continue to monitor for trends.